Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility due to dizziness and pre syncopal episodes. Evaluation revealed the right ventricular (rv) lead exhibited high thresholds, and patient became symptomatic. The patient was hospitalized, for further evaluation. While hospitalized the patient experienced three-four seconds of pauses. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.